Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow up #1 submitted: 08/22/2013, animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: review of the black box data revealed no evidence of ¿load step malfunction¿. On testing, the pump powered on normally. An ez-prime function was executed and was performed without issue. The force sensor was noted to be within specifications. Investigation was unable to duplicate the complaint of a load step malfunction. The pump was opened for investigation and revealed a defective force sensor assembly connector wire.

Event description:
The distributor contacted animas on (B)(6) 2013 and reported a prime issue with the load step and/or not recognizing the cartridge. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.